Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of fungal peritonitis, characterized by drain complications, the presence of fibrin in the peritoneal effluent fluid, worsening depression, anxiety, and hypertension, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. Per the pdrn, the patient's htn was largely driven by his anxiety, and once addressed the htn subsided. Additionally, the cause of the peritonitis was attributed to the patient¿s poor mental health, which led to the patient skipping showers, and not washing his hands or wearing a mask during initiation and termination of treatment. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set utilized by the patient can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a patient has been in hospital for weeks due to infection and other health issues. The patient is on hemodialysis (hd) now. The patient contact cancelled the delivery for (B)(6) 2025. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 due to drain complications, the presence of fibrin in peritoneal effluent fluid, worsening depression, anxiety, and hypertension. The patient was provided with behavioral health services due to his mental state, and a peritoneal effluent fluid culture and cell count (wbc = 862 u/l) were collected. The patient was admitted, diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not unknown), however, on (B)(6) 2025 the patient¿s peritoneal effluent fluid cultures returned positive for candida parapsilosis (fungal infection), and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s ip antibiotics were discontinued and replaced with intravenous (IV) fluconazole (dose, duration, frequency unknown). The patient was transitioned to hd without any reported issues and currently remains hospitalized. The pdrn stated the patient is recovering and will possibly return to pd therapy once the infection has cleared and his mental wellbeing is addressed. The patient's hypertension (htn) did not require medical intervention, as it was largely driven by the patient's anxiety. Once the patient's wellbeing was addressed, the htn subsided on its own. The cause of the peritonitis was attributed to the patient¿s worsening mental health, which led to the patient skipping showers, and cutting corners by not washing his hands or wearing a mask during initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a patient has been in hospital for weeks due to infection and other health issues. The patient is on hemodialysis (hd) now. The patient contact cancelled the delivery for (B)(6) 2025. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 due to drain complications, the presence of fibrin in peritoneal effluent fluid, worsening depression, anxiety, and hypertension. The patient was provided with behavioral health services due to his mental state, and a peritoneal effluent fluid culture and cell count (wbc = 862 u/l) were collected. The patient was admitted, diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not unknown), however, on (B)(6) 2025 the patient¿s peritoneal effluent fluid cultures returned positive for candida parapsilosis (fungal infection), and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s ip antibiotics were discontinued and replaced with intravenous (IV) fluconazole (dose, duration, frequency unknown). The patient was transitioned to hd without any reported issues and currently remains hospitalized. The pdrn stated the patient is recovering and will possibly return to pd therapy once the infection has cleared and his mental wellbeing is addressed. The patient's hypertension (htn) did not require medical intervention, as it was largely driven by the patient's anxiety. Once the patient's wellbeing was addressed, the htn subsided on its own. The cause of the peritonitis was attributed to the patient¿s worsening mental health, which led to the patient skipping showers, and cutting corners by not washing his hands or wearing a mask during initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.